Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review, however, there is corrosion on the pins of a component located on the front side of electrical board 1. Plus there are signs of insulin leaking into the device. The home motor switch is corroded, and there is dried insulin on the motor slide. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails,.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump started beeping and showed arrow with a book and also insulin pump had crack goes from where the clip goes to the bottom. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.